Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. No intervention was required, nor a repeat procedure was performed. There was nothing unusual about the patient or the procedure. No lubrication was used to facilitate placement of the capsule. The delivery system and capsule would be returned for investigation. There was no harm to the patient.